Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have not been wearing the aligners because they had expressed concerns months ago that their teeth were wiggling and loose and someone had told them to take them out. They never heard back about next steps. They now no longer fit. They provided a video of the bottom two front teeth that are still loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.